Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited high impedances which were confirmed through testing via x-ray. The physician elected to continue with the procedure, and to test the impedances after the lead was connected to the defibrillator. When the lead was connected to the defibrillator, the impedances were still high and out of range (2900 ohms). It was noted that a fracture was suspected, but this was not seen on x-ray. Subsequently, the lead was exchanged for a new one which yielded normal impedances of 656 ohms. No adverse patient effects were reported. This lead is not expected for return due to contamination.